Manufacturer narrative:
Manufacturer spoke with the dealer whom alleges the concentrator runs and smells hot. There is no injury reported. Filing solely on dealers statement the concentrator runs and smells hot. Manufacturer is working to obtain the concentrator for evaluation. The dealer confirmed it is a rental unit, and its unknown if the device was dropped or damaged from a previous rental. The concentrators compressor is thermally protected, and the concentrator has a cooling fan. Its not known if the fan is damaged and/or in need of cleaning. The product has not been returned for evaluation (B)(4) - device evaluation completed. Condition of return: concentrator was like new. Result analysis: visual: the concentrator received was like new with 6.5 hours showing on the hour meter. Functional: the concentrator was powered on and the flow meter set to 5 lpm. The concentrator produced o2 = 93.8%. The internal components were examined and it was determined that the main cooling fan was not connected properly. (I.e. The blue wire was not secure in the molex connector due to a defective terminal crimp). As a result the cooling fan could not effectively run and would allow the unit to get hot. The complaint was confirmed. Conclusion: because the terminated wires are a purchased component, the supplier was contacted for cause and corrective action. The supplier determined that the applicator tooling was incorrectly set up. The program was modified to prevent incorrect set up. In addition, a new check gage is being put in place where the fan is installed. This gage will allow power to be applied to ensure the fan is working where it is installed. This change is expected to become effective (B)(4) 2011.

Manufacturer narrative:
Manufacturer spoke with the dealer whom alleges the concentrator runs and smells hot. There is no injury reported. Filing solely on dealers statement the concentrator runs and smells hot. Manufacturer is working to obtain the concentrator for evaluation. The dealer confirmed it is a rental unit, and its unknown if the device was dropped or damaged from a previous rental. The concentrators compressor is thermally protected, and the concentrator has a cooling fan. Its not known if the fan is damaged and/or in need of cleaning. The product has not been returned for evaluation at this time. Malfunction is not confirmed. (B)(4).

Event description:
The dealer alleges this rental unit runs hot and smells hot. No injury is alleged.

Manufacturer narrative:
Manufacturer spoke with the dealer whom alleges the concentrator runs and smells hot. There is no injury reported. Filing solely on dealers statement the concentrator runs and smells hot. Manufacturer is working to obtain the concentrator for evaluation. The dealer confirmed it is a rental unit, and it's unk if the device was dropped or damaged from a previous rental. The concentrator's compressor is thermally protected, and the concentrator has a cooling fan. It's not known if the fan is damaged and/or in need of cleaning. The product has not been returned for evaluation at this time. Malfunction is not confirmed.

Event description:
The dealer alleges this rental unit runs hot and smells hot. No injury is alleged.

Event description:
The dealer alleges this rental unit runs hot and smells hot. No injury is alleged.